Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for follow up in clinic, four random episodes of non-sustained right ventricular oversensing (nsrvo) were noted on ventricular channel over the period of last six months. Programming changes were made. The patient was stable.